Event description:
The customer reports the device fails the operational check during the charge button test.

Manufacturer narrative:
(B)(4): the customer reports the device fails the opcheck at the charge button test. Philips bench evaluated the device and confirmed the reported complaint. There was no reported patient involvement. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for service. No further communication was requested and none is warranted.